Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right atrial (ra) lead impedance measurements and noise. Technical services (ts) was consulted, reviewed possible reasons and recommended further lead testing. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right atrial (ra) lead impedance measurements and noise. Technical services (ts) was consulted, reviewed possible reasons and recommended further lead testing. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received, and the right atrial (ra) lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting high out of range right atrial (ra) lead impedance measurements and noise. Technical services (ts) was consulted, reviewed possible reasons and recommended further lead testing. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received, and the right atrial (ra) lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.